Event description:
Boston scientific received information that the patient with this device experienced a snycopal episode. A boston scientific technical services consultant reviewed the sudden brady response algorithm with the caller.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.